Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal surgery with failure attributed to the filter being embedded in the wall of the ivc. As a direct and proximate result of tense malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal surgery with failure attributed to the filter being embedded in the wall of the ivc. As a direct and proximate result of tense malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal surgery with failure attributed to the filter being embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter four months and twenty days post implantation. Per the medical records, the removal was attempted as the patient was tolerating the anticoagulation therapy post the filter placement, well. The patient also reports to be suffering from abdominal discomfort and to have had an ascending aortic aneurysm and rupture. According to the information received in the medical records, the patient has a history of shortness of breath (sob), bilateral pulmonary embolism (pe), ascending aortic aneurysm, left breast mass which was thought to have contributed to the patient¿s hyper-coagulable state and atrial fibrillation. The indication for the filter placement procedure was prophylaxis for high risk surgery, deep venous thrombosis (dvt), and pe. The filter was placed without complications. According to the discovery form, the patient received the ivc filter for left-sided dvt, pulmonary embolism and ascending aortic aneurysm. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include abdominal discomfort and attempted filter removal. The patient further reports pain from the attempted unsuccessful ivc filter removal, abdominal discomfort and mental anguish/ anxiety related to the filter being inside the body unable to be removed.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes shortness of breath (sob), bilateral pulmonary embolism (pe), ascending aortic aneurysm, left breast mass which was thought to have contributed to the patient¿s hyper-coagulable state and atrial fibrillation. The indication for the filter placement procedure was prophylaxis for high risk surgery, deep venous thrombosis (dvt), and pe. The filter was placed without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal surgery with failure attributed to the filter being embedded in the wall of the ivc. Per the patient profile form (ppf), the patient reports an unsuccessful attempt to remove the filter four months and twenty days post implantation. The removal was attempted as the patient was tolerating the anticoagulation therapy post the filter placement. The patient also reports to be suffering from abdominal discomfort, an ascending aortic aneurysm with rupture and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter four months and twenty days post implantation. Per the medical records, the removal was attempted as the patient was tolerating the anticoagulation therapy post the filter placement, well. The patient also reports to be suffering from abdominal discomfort and to have had an ascending aortic aneurysm and rupture. According to the information received in the medical records, the patient has a history of shortness of breath (sob), bilateral pulmonary embolism (pe), ascending aortic aneurysm, left breast mass which was thought to have contributed to the patient¿s hyper-coagulable state and atrial fibrillation. The indication for the filter placement procedure was prophylaxis for high risk surgery, deep venous thrombosis (dvt), and pe. The filter was placed without complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal surgery with failure attributed to the filter being embedded in the wall of the inferior vena cava (ivc). The patient also reports to be experiencing from abdominal discomfort and to have had an ascending aortic aneurysm and rupture. The indication for the filter implant was bilateral pulmonary embolism (pe), left lower extremity deep vein thrombosis (dvt). The plan was to stop anticoagulant therapy to perform a workup for the left breast mass, thought to be contributing to the patients¿ hypercoagulable state. The filter was placed via the right femoral vein and deployed, subsequent venogram showed no ivc perforation and no ¿rocking phenomenon¿ of the filter was noted. Approximately four months and twenty days post index procedure the patient underwent an unsuccessful percutaneous attempt to remove the filter. According to the procedure notes whole filter could not be sheathed due to adhesions between the filter and the ivc. Multiple attempts were made, it appeared that the upper mid-portion of the filter body had formed adhesions with the ivc. Due to the fear of perforation or mechanical trauma, the procedure was discontinued. Post venogram showed no perforation, bleeding, hemorrhage, and a stable ivc with no ¿rocking phenomenon¿. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded and retrieval difficulty could not be confirmed. Abdominal pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.